Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin is japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for l3 & l5 percutaneous pedicle screws spinal therapy for 1a1b fusion and l4 vertebral body replacement for l4 ruptured fracture. It was reported that the cement was injected into the fm of l5, but it leaked from the screw head. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that all the reported products are related to the cement leak from the screw head.

Event description:
Additional information received from the manufacturer representative that the received other products (extenders pli 60,70,80,90) were in an assembled state, and no damage was observed on its exterior. However, cement leakage was confirmed near the cement delivery guide tip.

Manufacturer narrative:
B5.desc evt problem - additional information received medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.